Event description:
Customer alleges false positive tni occurred. Customer has competency policy in place and today the emergency department reports the following scenario: at 12:47 sample yields on the analyzer (name not provided) tni 0.01ng/ml. At 13:09 edta wb was run on triage meter (B)(4) and tni=<0.5ng/ml. At 14:14, ed staff ran same tube as competency test and tni=0.12ng/ml. Customer uses cut-off of ">0.06 = positive for both the analyzer and the triage meter, and dr (B)(6) is aware of this." Tom calls back to say he replicated the original <0.05 for tni but noticed a low volume in the edta tube. He had no further questions/concerns. Technical services specialist asked if account routinely runs samples on analyzer then on triage meter. Technical services specialist asked if a correlation study is in progress. Customer stated it was probably a physician who ordered it twice in their new electronic management system.

Manufacturer narrative:
Product support observation for tni recovery follow: no false positive or high bias in tni recovery was observed. No error codes or device issues were observed. All data points with cal z (negative control) were below the mfg cut off of 0.05ng/ml. No false positive result was observed. No high bias in recovery was observed with cal h (positive control). The customer's complaint of an elevated or false positive result was not observed with either control sample. The customer did not provide a pt sample for verification testing; product support was unable to verify the customer's result. Product support could not rule out sample specific or environment factors that may have interfered with the analyzer recovery. This issue will be tracked and trended to detect any further occurrence. No product deficiency was established. As of (B)(6) 2011, there are 3 complaints on profiler lt w49563. No corrective action required at this time as no product deficiency was established.